Event description:
It was reported that this right ventricular (rv) lead became dislodged due to the patient suffering from twiddlers syndrome, with the dislodgment confirmed by x-ray imaging, so it was revised and repositioned, with it remaining in service. No additional adverse patient effects were reported.